Event description:
It was reported the device was stuck on guidewire. The calcified target lesion was located in the superficial femoral artery. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure with a non-boston scientific guidewire. During usage, the device became stuck on the guidewire, which caused removal difficulty. Both devices had to be removed together. The device was removed from the patient intact. During the procedure, it was also noted there was a sound and problem with the rotation of the device. There were no patient complications, and the case was completed with the original device.